Event description:
It was reported that the external pulse generator had a cracked liquid crystal display screen. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse generator had a cracked liquid crystal display screen. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the liquid crystal display screen was cracked. Analysis did find that the upper and lower cases, two side bail covers, the ring cover and the battery drawer were broken, that the liquid crystal display lens was damaged (it was stained), the battery release, lead flex cover and heart lead flex were contaminated, the battery contacts compressed, two side bails and the ring were missing and the keyboard pad was defective and damaged (collapsed "off" button and stained keypad). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.